Manufacturer narrative:
Removed reported device code 2920 (difficult to advance advancement difficulty through delivery system) and added code 1487 (device difficult to setup or prepare, loading difficulties). An event of difficulty loading the device and device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficulty loading the device and device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended sheath size to be used with a 26mm amplatzer septal occluder is 10f delivery sheath.

Event description:
It was reported that on (B)(6) 2024, a 26mm amplatzer septal occluder was chosen for implant using an 12f amplatzer trevisio intravascular delivery system. When prepping the device through the sheath, the physician had an issue pulling it back into the sheath. During procedure, when the device got delivered, it had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was removed from the body and reprepared, the fabric was not around the device and more in the middle of the device. A new 28mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.